Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming double beep no cassette attached" during testing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that the moment the device was powered up, it began double-beeping. The investigation determined that the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.